Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump for spinal pain. It was reported that the patient came to the emergency room (ER) today and it was discovered that the catheter had pulled out of the intrathecal space.

Manufacturer narrative:
Continuation of d10: product type: catheter. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that there was no device issue. The patient fell after implant on (B)(6) 2025 and went to the emergency room. The imaging was unremarkable and did not show the catheter out of intrathecal space. Additional information was provided from a company representative stated that the pump was replaced while the patient was already undergoing surgery to remove the catheter; therefore, the decision was made to replace the pump as well. There was no issue with the pump. It was confirmed that the catheter had migrated which is the reason for its replacement. The catheter movement occurred following a fall that resulted in an emergency room visit. The patient fall was not related to pump or its therapy. The issue was resolved after the catheter was replaced and no symptoms were reported during the event.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.